Manufacturer narrative:
Correction: d10 - concomitant medical products updated.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was replaced, and the leads were repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Correction: d10 - concomitant medical products corrected. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.